Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lv lead had high impedances on (B)(6) 2018. This lead was explanted on (B)(6) 2018 due to loss of capture and no sensing. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approx. 30 cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a deformed insulation approx. 32 cm distal to the is4 connector pin. In that section, the conductor coil was found fractured. This broken contact in the conductor cable was confirmed during the electrical analysis. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.